Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/12/2017, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data was received for evaluation. However, data could not be investigated due to an error encountered while using share support tool. The problem could not be confirmed and a root cause could not be determined.